Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This is a report of peritonitis in a patient coincident with peritoneal dialysis (pd). Pd therapy was ongoing. The patient was hospitalized. Remedial treatment for the peritonitis began with cephazoline 2.5 gram ip (frequency not reported) and ceftazidime 2.5 gram ip (frequency not reported). It was not reported if remedial treatment was ongoing. The cause of the peritonitis was unknown. The patient was recovering from this peritonitis event.